Manufacturer narrative:
The qbc seal that was coming of the bore was secured again and the system was handed back to the customer for use. The failure of the qbc seal to remain in place is considered a malfunction. Remedial action: a field action was initiated under 2023-pd-mr-013. A field safety notification was sent to the customers informing them about this potential issue. A field correction is scheduled to be released in q4-2024.

Event description:
Seal coming off of bore cone.